Event description:
It was reported the physician attempted to reposition the lead one day post-implant, due to increasing thresholds. During the revision, the lead's helix could not be extended. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. Full lead returned and analyzed.